Manufacturer narrative:
Investigation results: the complaint of damage at the catheter tip was confirmed; however, the root cause could not be determined from the photo that was provided for investigation. The photo showed a 20g insyte autoguard device without evidence of contact with blood. Due to the poor image quality, the source and material composition could not be determined. The reported damage may have occurred during manufacturing or during clinical application. As the device has been opened, it could not be determined with certainty when or how the damage occurred. A review of the production records from the implicated lot showed no related quality issues or process deviations during manufacturing. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. The provided lot number has not been confirmed.

Event description:
It was reported that bd insyte autoguard bc catheter tip is damaged. The following information was provided by the initial reporter: noticed a defect with an IV catheter today. It looks like it might be cut a little short and there appears to be plastic residue where the cath is cut.